Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer was experiencing a high blood glucose (bg) level of 536 (mg/dl) with moderate ketones. The customer took a correction bolus and drank water to stabilize bg level. The contact believes the elevated bg level is due to the customer becoming sick. During the call with tandem technical support (cts), a system check was performed and indicated that the pump was functioning as intended.